Event description:
Pt had surgery in 1999, included radical cystectomy, hysterectomy w/bilateral salpingo-oophorectomy, appendectomy, bilateral pelvic node dissection and continent drainage. Jackson pratt drain was inserted in lower abdomen. When removed on 10/21/1999, suture was cut and only 1/2 of jackson pratt came out.